Manufacturer narrative:
Pump received with button error alarm and no button response due to corroded keypad traces. Unable to verify unexpected restart alarm due to button error alarm and no button response. Pump was tested with a test keypad and no frozen display noted.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm, button error alarm, and keypad anomaly. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.